Manufacturer narrative:
Continuation of d10: product ID 8780, serial# (B)(6), implanted:(B)(6) 2021, product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) reported a revision took place on (B)(6) 2022 and noted a new catheter segment 8784 was placed. It had been noted the pump was twisted and loose and it was reported they had considered replacing the pump, but they were unsure if that meant putting in a new pump or re-placing the old pump back in the pocket.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal gablofen 500 mcg at 99.93 mcg/day via an implanted pump. It was reported the physician was refilling the pump and found it had flipped. Confirmed with ultrasound and was able to manually flip the pump back into the correct position. Environmental/external/patient factors that may have led or contributed to the issue included a loose abdomen. The physician manually flipped the pump so he could refill. The issue was resolved at the time of this report and the patient¿s status was ¿alive- no injury¿. It was asked but unknown if surgical intervention was planned. The patient¿s weight was asked but unknown and medical history included spasticity.